Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an infusion set expiration alert while using a contact detach set and also experienced an overnight hypoglycemic event, with blood glucose dropping to 44 after going to bed in range; the low resolved after ingestion of chocolate milk, and blood glucose remained in range thereafter. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low glucose outside the target range for about 30 minutes, with self-management and no medical intervention. Investigation included troubleshooting and education regarding infusion set replacement frequency and device use. Investigation of this case revealed no device malfunction, no drug delivery interruption, and that the alert corresponded to the two-day wear interval for the user¿s infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia.